Manufacturer narrative:
H3: product ID (B)(4) serial# (B)(6) was returned for product analysis. Analysis found there were bent pins in the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were sent a new cord and it charges fine.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indications for use were complex regional pain syndrome type ii and spinal pain. It was reported that the patient stated their recharger no longer charged. The patient said they had to keep the recharger plugged into the wall to charge their ins fully because if they unplugged the ins recharger (insr) from the desktop charger (dtc) the insr loses its charge going dead. They could have the insr plugged into the dtc all night but once they unplug it from the dtc it goes dead. The patient tried two different plugs in the house and it would not charge like it used to. Now they had to sit with the insr plugged into the dtc to charge up which was inconvenient. The issue started a week ago and now the ins would not charge fully so the ins would not hold a charge snice it was not fully charged. The pt charged the ins a couple days ago and on monday they went to yoga and noticed the ins would need to be charged for they lost half a ins charge in two days. During the call, the patient verified that there was no damage to the insr antenna cord or to the dtc. The patient reset the insr and plugged it into the dtc; the insr was completely empty (going from a quarter to empty) showing it was charging. The patient noted the lightning bolt was not on the screen, pss understood that the patient was on recharger recharging screen which does not show the stimulation being on with a lightning bolt. The patient will continue to recharge the insr and see if resetting resolved the issue. The manufacturer's patient services specialist (pss) reviewed possible wireless recharger process if issues persist. The patient called back the next day and reported that they attempted to charge and it would not charge their ins. The patient stated that they were not sure whether their ins was failing or what the issue is, as the ins didn't seem to last or charge. The patient stated that they would charge ins when plugged to the wall. The patient stated that it felt as though the insr was not holding a charge, the patient stated that it said charging but did not charge. Pss reviewed longevity. A replacement insr was sent out. The patient called back and stated that they got the replacement insr, but the same issue was happening. The patient described being able to use the insr to charge the implant when plugged into dtc, but the insr would not work when not plugged into dtc. Pt was using the new insr and already sent back the old one. A replacement dtc was sent out. No patient symptoms were reported.

Manufacturer narrative:
Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6)); product type: 0213-recharger brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the desktop charger (dtc) found no anomalies were visually observed. Replaced cable assembly due to frayed cord. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.